Event description:
The patient had inserted a tampon in 2007. The patient went to an ob/gyn who removed a fragment of a tampon five days later. The patient was provided a prescription of metronidazole, 500 mg tablets.

Manufacturer narrative:
An investigation of the records associated with the lot revealed cord anchor strength was above the minimum requirement, and minimum cord length was within specification. Fiber tensile strength was also within specification. These tests are indicative of well-formed tampon pledgets what will not break apart in use.